Event description:
Hospital (B)(6). Reports that the pt arrived to (B)(6) hospital due to tubing leak. It is unknown if the pt has been admitted to the hospital or is just being seen in the ER. Admittance date o current length of stay is unknown. Lot number and expiration date of defective tubing is unknown. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs were not provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Unk, not reported. Did the product issue cause or contribute to pt or clinical injury? Unk, not reported. If yes, was any medical intervention provided? Pt at hospital. Is the actual device available for investigation? Unk, not reported. Did we replace the device? Unk, not reported. Did the pt have a backup product they were able to switch to? Unk, not reported. Was the pt able to successfully continue their infusion? Unk, not reported. Reported to (B)(6) by health professional.